Manufacturer narrative:
There is a screw broken off in the front panel. Also, the right emitter lens is scratched. Passive reduced volume was observed beyond 5 feet after warm up during a functional test. The psu passed the (B)(4) test at .11mm but with high line separation of 2.61mm. The line separation was adjusted to .03mm. The psu passed subsequent functional and (B)(4) tests. The psu was returned to the manufacturer.

Event description:
A site representative reported that the system was displaying flickering red and green status. They adjusted the camera angle and wiggled the cables and were able to get solid green status. The site completed the procedure using navigation. There was no patient impact.